Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number, serial number, and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012063 in question was manufactured at the osted site. Threshold analysis: a query was run on 31-oct-2025 against "final reporting decision equal "serious injury" and "death" ,"lot number" criteria equal 6012603. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the 6012063 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 24-mar-2025 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose level of 1000mg/dl.also, the patient was confused, sick, unwell, weak and loss of consciousness. Therefore, the patient went to hospital for greater than twenty-four hours. The patient was treated via syringe. Currently, the blood glucose level of the patient was 396 mg/dl. No further information available.